Event description:
It was reported that during preventative maintenance conducted by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the pim test/pneumatic leak test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: during preventative maintenance (pm) conducted by a field service engineer (fse) the fse replaced the drive regulator to resolve issue. The unit passed all the functional and safety checks to the factory specifications. The iabp unit has been returned to the customer and cleared for clinical use. A supplemental report will be submitted upon receipt of additional information. The initial reporter¿s name in is shortened due to field character limit. The full name is (B)(6). The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
N/a.